Event description:
Pump was reported to pass air during patient use without alarm. Despite baxter's efforts to obtain additional information regarding the date the incident occurred, specific patient information, the medication involved, pump programming and set-up information, the tubing product code and lot number in use, no additional information was provided. No medical intervention was needed and no patient injury resulted.